Event description:
Since the requirement to have sheathed lead wires, there has not been a secure connection between the lead wires and receiving cable for external pacemaker. While hosp infrequently uses a lot of tape, it is needed to assure the wires are not pulling apart. Remington recently sent a new small plastic connector which is also inadequate and easily bent. Hosp has not had a pt incident, but feels that the MFR's solutions have been inadequate.